Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45 lead, (B)(6) 2012. (B)(4).

Event description:
It was reported by the patient that they received a call " you people called me yesterday after I sent a transmission, you told me my heart is going too fast, I egregiously said I was fine, but after the fact I realized that I'm am not, I have been struggling with shortness of breath and being dizzy for about the last 3 weeks." The device remains in use. No patient complications have been reported as a result of this event.